Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a white sediment in the leg bag and stated that it was not sure whether it was coming from the patient or if it was coming from the bag. It was also stated that patient was not experiencing any burning or anything. Liberator representative advised the patient to seek medical attention in order to be sure it was not coming from the patient.

Event description:
It was reported that there was a white sediment in the leg bag and stated that it was not sure whether it was coming from the patient or coming from the bag. It was also stated that the patient was not experiencing any burning or anything. The liberator representative advised the patient to seek medical attention in order to be sure it was not coming from the patient. Per customer follow up via phone on 30jul2021 the patient stated that there was no defect with the leg bag. The customer went to the doctor to ask it was discovered that they had a bladder infection and was prescribed ciprofloxacin and also stated that the everything was fine now. Per customer follow up via phone on 01aug2021 the patient stated that the bladder infection was not due to the bag. Also stated that there was no defect with the bag because the original complaint mentioned sediment in the bag and did not know whether it was coming from the bag or from the patients urine. It was confirmed that the white sediment from the patients urine but not from the bag.

Manufacturer narrative:
Upon further review, per additional information received this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.